Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient allegedly underwent repair of an umbilical hernia with implant of a bard/davol ventralex mesh. (B)(6) 2012 - it is alleged the patient developed severe abdominal pain with nausea and vomiting. Patient reported to urgent care and was diagnosed with gastroenteritis. (B)(6) 2012 - the patient presented to the medical center with alleged complaints of abdominal pain, associated nausea and vomiting. Since his visit during the prior weekend to urgent care, the patient was essentially anorexic and unable to keep anything down. When patient presented to the ER, he was noted to be volume depleted with evidence of acute kidney injury. CT scans of his abdomen and pelvis showed evidence of a small bowel obstruction with the origin being an incarcerated umbilical hernia, which caused nausea and bilious vomiting. Patient was also allegedly diagnosed with suffering from acute kidney injury, secondary to small bowel obstruction. (B)(6) 2012 - patient allegedly underwent surgery for exploratory laparotomy, removal of old mesh, lysis of adhesions, small-bowel resection, and repair of the incisional hernia with unspecified biologic mesh. During the surgery, per the medical report, it is alleged that numerous old pieces of mesh were encountered. They were excised using electrocautery, which left a seven centimeter circular defect in the patients abdominal wall. There was also scarring to the bowel where the mesh had adhered. A 30 millimeter section of the patients small intestine was taken to a laboratory which exhibited multiple pieces of old mesh. The patient allegedly only had one mesh implantation done previously, during the (B)(6) 2007 operation, therefore is is alleged the ventralex patch must be the source of the pieces of mesh. It is alleged the patient suffered from obstruction, adhesions, pain, material fragmentation and bowel injury.

Manufacturer narrative:
Addendum to the original report submitted. Based on a review of medical records, the medical records indicate the patient to have underwent and additional surgery prior to explant in 2013 which was not previously reported. The medical records do not indicate a correlation between the bard ventralex mesh and the procedures performed in 2012. The date of explant was also corrected to show that explant occurred in 2013 and not 2012 as was originally reported. Based on the information provided and the patient's multiple comorbidities we are unable to determine if the ventralex mesh may have caused or contributed to the issues experienced after implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent incisional hernia repair with use of a ventralex large mesh and insertion of on-q pain pump catheter for postop pain control. (B)(6) 2007 - postop follow visit, patient showed a little bit of scabbing of the right lateral aspect of the primary incision with a little bit of erythema around this area about 1-1/2cm; it all appears to be within the skin itself and nothing seems like it is deep to this and there is no purulence. (B)(6) 2011 - urgent care visit where patient complained of abdominal distention for the last week and a half. No vomiting or diarrhea. No fevers or chills. (B)(6) 2012 - urgent care visit where patient complained of vomiting and abdominal cramping. No hematemesis described. No cough wheezing or diarrhea. No fever, chills, headache or light headedness reported. (B)(6) 2012 - patient presented with a small-bowel obstruction with incarcerated ventral/umbilical/incisional hernia. Patient underwent primary repair of the small bowel obstruction/umbilical hernia. Per the medical records the ventralex mesh was identified superior to the defect, however no indication of manipulation of the ventralex mesh was noted in the medical records. (B)(6) 2013 - patient was admitted for multiple recurrent incarcerated incisional hernia with a small-bowel obstruction and underwent explant of the ventralex hernia mesh, lysis of adhesions, small-bowel resection and repair of incisional hernia with non-bard/davol biologic mesh. Medical records note, the hernia sac and edges of the ventralex mesh were encountered at the hernia defect. Some of the mesh was divided into pieces. There were numerous small bowel adhesions to several pieces of the mesh. A single enterotomy was made during manipulation of the small bowel away from one of the pieces of mesh. At this point, the decision was made to excise all of the ventralex mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It is alleged the patient suffered from adhesions and recurrence of the defect. Both adhesions and recurrence are listed in the IFU as possible adverse reactions. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)